Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator, guide wire tubing, and a lidstock for analysis. Signs-of-use in the form of biological material was observed on the guide wire tubing. Visual analysis of the dilator did not reveal any defects or anomalies. The dilator body length from the hub to the dilator tip measured 100mm, which is within the specification limits of 95.2mm-108mm per the dilator graphic. The dilator outer diameter measured 2.83mm, which is within the specification limits of 2.81mm-2.87mm per the dilator graphic. The dilator inner diameter measured 1.625mm, which is within the specification limits of 1.60mm-1.70mm per the dilator graphic. A lab inventory guide wire with a diameter of .032" was passed through the dilator. Little to no resistance was observed. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "perform skin wheal with desired needle". The report of a damaged dilator body/hub was not confirmed through complaint investigation. Visual analysis did not reveal any relevant defects or anomalies. Additionally, the dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received, no problem could be found with the sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the dilator was bent/damaged during use.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the dilator was bent/damaged during use.